Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was crack on the probe. There was scratch around the crack of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The tissue pad of the subject device was worn but not separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has been warned in the instruction manual as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. In the procedure, the tissue pad of the subject device was partially separated. The procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.